Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user has had decreasing hearing performance since (B)(6) 2017. Problems with the external devices were excluded. No trauma was reported. There was no swelling at the implant site reported. The hearing loss was gradual over time. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has decreasing hearing performance since (B)(6) 2017. Problems of external devices were excluded. No trauma was reported. The device has been explanted.